Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (380 mg/dl). Reportedly, customer's health care professional stated that elevated blood glucose levels may be due to an infection, and stress and pain related to a surgery that the customer recently had. Customer has delivered correction boluses to stabilize blood glucose levels.

Manufacturer narrative:
Reported high blood glucose level was not investigated as it is not a complaint against the device.